Event description:
The customer reported to olympus that while using the high-definition lcd monitor, the front panels were not working. There was no patient harm associated with the event. The device was returned and evaluated, and a faulty printed circuit board was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty printed circuit board. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. It was reported that the issue occurred during preparation for use.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, the root cause of the faulty qb printed circuit board could not be determined. In addition, the following non-reportable malfunction was found during the device evaluation: control function of the front panel does not work. Olympus will continue to monitor field performance for this device.